Manufacturer narrative:
Further investigation cannot be pursued because no strip lot number was provided. This issue will be tracked and trended. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio precision results. Results as follows:date inratio (B)(6) 2013 6.2(B)(6) 2013 2.910/05/13 1.3 10/06/13 2.611/15/13 3.911/18/13 1.211/25/13 5.803/14/14 6.403/19/14 1.103/21/14 2.006/05/14 1.406/06/14 1.706/08/14 5.9therapeutic range: 2.0-3.0customer was unable to provide medication information for the discrepant result time frames. Caller reports milking the finger after performing the finger stick.customer stopped using the inratio monitor 3 months ago because he started using xarelto.